Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Event description:
It was reported that during use in a (B)(6) male, a swan-ganz catheter failed to advance on insertion. The ew representative was present during the event. A non-edwards, arrow brand introducer and non-edwards, ICU medical brand dpt were being used with the swan-ganz catheter. The procedure was guided by continuous pressure monitoring and not performed under fluoroscopy. The catheter was inserted and advanced through the right atrium (ra) and the balloon was then inflated. A small waveform was noted, which led the physician to believe the catheter was positioned in the right ventricle (rv). There was no pulmonary artery (pa) tracing noted, so the catheter was not yet believed to be floated into the pulmonary artery; however, a sudden spike in waveform was noted and the cvp value was observed to be around 200. The balloon was then deflated but passive deflation occurred slowly. The patient experienced trigeminy and his pressures were lost. The balloon was aspirated for emergent deflation and the catheter was then quickly removed. The patient's cardiac rhythm spontaneously returned to normal sinus rhythm; however, the ew representative believes (though cannot confirm) the patient may have been given a vasopressor to revive his pressures. The type and dose of vasopressor is unknown. A new swan-ganz catheter from the same lot was subsequently inserted with no further issue. There was no allegation of any additional consequence or patient injury. The physician has been unresponsive to attempts at clarifying additional details in regard to any contributing patient comorbidities, and type/dose of vasopressor given, if any. Additionally, the physician has been unresponsive to attempts at obtaining the type of monitor and cables being used and if they were confirmed to be compatible with the non-edwards dpt unit being used, the size of the non-edwards brand introducer, total time of insertion, and if the balloon was inflated with the recommended volume of air using the provided syringe.

Manufacturer narrative:
Our product evaluation laboratory received one model 746f8 catheter with a monoject limited volume syringe. The catheter passed a lab sample 9f introducer the entire length without difficulty. Although the balloon latex surface had crazing, the balloon inflated concentric and remained inflated for 5 timed minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within specification. All through lumens were patent without any leakage or occlusion. The catheter body was free of kinks or indentation. No other visible damage was observed on the returned syringe. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The customer report of "failed to advance" and "passive deflation occurred slowly" was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.